Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarm due to blank display. Device was also received with corroded battery tube and moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer insulin pump had blank display after troubleshooting of failed battery test. Customer¿s blood glucose was 218 mg/dl. Customer stated that insulin pump had failed battery alarm and display did not returned after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.